Event description:
It was reported that a doctor fractured his right toe after a use interface (tssc - table side system control) of an innova 3131-iq system fell on his foot.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.